Event description:
It was reported that the patient is experiencing pain.

Manufacturer narrative:
Medical records received show that in (B)(6) 2014, the patient reported pain in the left knee. A CT scan taken a few days after the visit gave no indication of a loose component although there was a small effusion. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Event problem codes: patient: 1994 and device: 3190. A review of the primary operative notes for the right knee gave no indication of complications. Surgeon mentioned that there was good patellar tracking post-surgery. Zimmer package insert states pain as a potential adverse effect of the procedure. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. A definitive root cause cannot be determined with the information provided.